Event description:
Reportedly, the patient received 1 inappropriate shock on (B)(6)2024, according to hospital caused by a short circuit in a sports device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of available patient files confirmed the reported noise oversensing on the ventricular channel, which led to the delivery of an inappropriate shock on (B)(6)2024. The noise pattern was regular and superimposed with physiological signals, most probably resulting from electromagnetic interferences (emi) from defective external equipment. Based on available data, no issue is suspected on the subject ICD. However, careful monitoring of this phenomenon should be performed upon each follow-up.